Event description:
Medtronic received information that a ped2 pipeline stent failed to open in the middle and distal stent region. In order to deploy the stent, a microcatheter was used to guide it to m1, and the sleeve was removed. Afterwards, it was guided to the expansion position and expansion was initiated, the tip seemed to have spread, but it did not spread from the tip to the middle region, so it was collected several times and deployed. It did not spread at all, so it was collected again, when it was checked externally; the tip part was stretched out at deflected form. Stent deployment failure. The tip part of the stent was unnaturally stretched. The pipeline was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 times or less. No other operation was done to deploy the stent. The stent was resheathed and retrieved with the microcatheter and removed from the patient's body. The devices were prepared as indicated in the package insert. The patient was being treated for an unruptured, saccular aneurysm in the left posterior communicating artery (pcomm). The aneurysm max diameter was 12mm and the neck diameter was 6mm. The distal landing zone was 4.1mm and the proximal landing zone was 4.6mm. Vessel tortuosity was moderate. No patient symptoms or complications were reported.  Ancillary devices: phenom27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #279768501:¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ drawing(s) referenced: none ¿ as found condition: the pipeline flex shield braid was returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex shield outer carton. There was no pushwire returned with the device. ¿ visual inspection/damage location details: the distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. In addition, the middle section of the braid was also found fully opened and no damage. No other anomalies were observed. ¿ testing/analysis: none ¿ conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal and middle section as the pipeline flex shield braid appeared fully opened. However, the cause for damage could not be determined. The root cause could not be determined. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. Vessel tortuosity was moderate, and the braid was damaged. There was no non-conformance to specification identified that led to the failure to open issue. (Nikkhs2 2022-09-05) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the pipeline flex shield braid was returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex shield outer carton. There was no pushwire returned with the device. ¿ visual inspection/damage location details: the distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. In addition, the middle section of the braid was also found fully opened and no damage. No other anomalies were observed. ¿ testing/analysis: none ¿ conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal and middle section as the pipeline flex shield braid appeared fully opened. However, the cause for damage could not be determined. The root cause could not be determined. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. Vessel tortuosity was moderate, and the braid was damaged. There was no non-conformance to specification identified that led to the failure to open issue. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.